Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens implant procedure, upon insertion in to the patient eye, there were a number of micro cracks in the optic of the lens noticed. Lens was explanted and exchanged. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).